Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. According to fsr, the ventilator needs main board because it failed transducer calibration. Fsr also replaced the main switch. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced o2 out of specification. The customer confirmed that there was no patient involvement associated with the reported event.